Event description:
It was reported that the patient had a replacement surgery due to fluid loss from leakage of the hydraulic circuit with his inflatable penile prosthesis (ipp). It was explained that there was evidence of a device malfunction starting back in (B)(6) 2017 due to the patient being unable to activate his device. An ultrasound was performed and it confirmed that the reservoir was empty of fluid. Since this situation does not warrant an emergency, the patient was placed on a waitlist for replacement. There have been no clinical changes since the malfunction. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. After the surgery, a macroscopic level break was caused by the "two pipes at high-pressure in connection with the cylinders." Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss from leakage of the hydraulic circuit with his inflatable penile prosthesis (ipp). It was explained that there was evidence of a device malfunction starting back in (B)(6) 2017 due to the patient being unable to activate his device. An ultrasound was performed and it confirmed that the reservoir was empty of fluid. Since this situation does not warrant an emergency, the patient was placed on a waitlist for replacement. There have been no clinical changes since the malfunction. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. After the surgery, a macroscopic level break was caused by the "two pipes at high-pressure in connection with the cylinders". Should additional information be received a supplemental report will be filed.